Event description:
After accessing the patient's peripheral intravenous line (piv), the blood draw for patient's lab was noted to be very "foamy". Checked the hub for tightness, it was secured firmly. The hub was changed and the blood draw was normal, suspect that the original hub applied was faulty. Original hub and packaging were retained as per managers request.